Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 21.0 diopter intraocular lens (iol) split in half when inserting into the patient's left eye. Another pcb00 21.0 diopter lens was implanted as a replacement. Reportedly, there was patient contact, but no patient injury, and the patient was fine after the surgery. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/16/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with magnification performed showed the lens was stuck at the cartridge tip partially delivered. No viscoelastics was observed in the device; directions for use include to completely fill the viewing window with ovd. The cartridge was observed cracked/deformed at the tip area. The lens was stuck and torn. The reported information was verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.